Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced jaw clicking, bite dysfunction, gum recession and chipping of their front tooth. Contraindicated.